Event description:
Boston scientific received information that during the x-ray prior to the device replacement procedure, the right ventricular (rv) lead was found to be dislodged. As a result, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.